Event description:
Customer reported that pump screen unexpectedly went blank and led indicator was blinking as described. There was no adverse impact to the customer's blood glucose level, as specific blood glucose values at the time of the incident were not disclosed. Technical support decided to replace the pump and instructed customer to use multiple daily injections (mdi) as a backup therapy. Customer did not know how to put the pump in storage mode, so instructions were provided by technical support. Customer was asked to return malfunctioning pump using a pre-paid label within 10 days.